Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had critical pump error alarm. Blood glucose level of the customer was 6.5 mmol/l at the time of the incident. The customer was assisted with the troubleshooting. The customer also stated that the insulin pump had one another pump error alarm and the customer was assisted with clearing this alarm. The insulin pump will be returned for the analysis.